Event description:
During review of the in-house programming/diagnostic history database, it was observed that during interrogation at an office visit on (B)(6) 2009 the patient¿s settings found were indicative of a faulted diagnostic test. The patient was implanted (B)(6) 2009. Based on the settings listed in programming/diagnostic history database the faulted system diagnostics test occurred on the day of implant, which caused the settings to change. Not all settings were corrected; however, and the magnet output current was at 1 ma. The patient is a depression patient and it is recommended that the magnet output current remain "off". No adverse events were reported. The settings were corrected on (B)(6) 2009.